Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out-of-range shock impedance measurement of 125 ohms. Technical services (ts) suggested bringing the patient in to clear the alert and consider increasing the alert value to 150 ohms. This rv lead remains in service. No adverse patient effects were reported.